Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Based on the information provided, the reported event of thrombosis is a known inherent risk of the faradrive device. Thrombosis is an expected procedural complication addressed within the IFU for the faradrive sheath.

Event description:
It was reported that a clot was observed. During a procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath was used to complete the pulsed field ablation (pfa) in the left atrium. The sheath was pulled back to the right atrium. The pfa catheter was removed, and the mapping catheter was inserted. The competitive rf catheter was then inserted, followed by another insertion of the mapping catheter. After completing the mapping of the right atrium, the physician attempted to aspirate the sheath, but it encountered resistance. Upon removing the sheath from the body, the catheter was flushed, and a small clot was noticed. There were no patient complications. The sheath was received for analysis. It was further reported the sheath was not replaced. The physician called case end due to complications with the case however the complications was not sheath related. It was further reported that there was no embolism.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Event description:
It was reported that a clot was observed. During a procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath was used to complete the pulsed field ablation (pfa) in the left atrium. The sheath was pulled back to the right atrium. The pfa catheter was removed, and the mapping catheter was inserted. The competitive rf catheter was then inserted, followed by another insertion of the mapping catheter. After completing the mapping of the right atrium, the physician attempted to aspirate the sheath, but it encountered resistance. Upon removing the sheath from the body, the catheter was flushed, and a small clot was noticed. There were no patient complications. The sheath was received for analysis and investigation is still in progress. It was further reported the sheath was not replaced. The physician called case end due to complications with the case however the complications was not sheath related. It was further reported that there was no embolism.

Event description:
It was reported that a clot was observed. During a procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath was used to complete the pulsed field ablation (pfa) in the left atrium. The sheath was pulled back to the right atrium. The pfa catheter was removed, and the mapping catheter was inserted. The competitive rf catheter was then inserted, followed by another insertion of the mapping catheter. After completing the mapping of the right atrium, the physician attempted to aspirate the sheath, but it encountered resistance. Upon removing the sheath from the body, the catheter was flushed, and a small clot was noticed. There were no patient complications. The sheath was received for analysis and investigation is still in progress. It was further reported the sheath was not replaced. The physician called case end due to complications with the case however the complications was not sheath related.